Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of pump stops while connected to battery power, a specific cause for the events could not be conclusively determined through the evaluation of heartmate ii lvas, serial number vad-17000. In addition, a specific cause for the reported splenic infarct with concern for thrombus from the lvad could not be conclusively determined through this evaluation. The evaluation of the returned device did not confirm device thrombosis. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 21¿. The outer layers of the driveline were severed approximately 18¿ from the metal connector and rescue tape was covering the terminus of the bend relief. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. (B)(4) was returned assembled with the driveline severed approximately 10¿ from the pump housing. The remainder of the driveline appeared to have been returned in a segment measuring approximately 27.5¿. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Visual inspection of the underlying wires of the returned driveline revealed a breach in the insulation of the orange wire approximately 12.5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The remainder of the underlying wires did not reveal any evidence of damage or wear to their insulation. This breach in the driveline has been previously reported in MFR # 2916596-2018-04729. Although the observed insulation breach in the orange wire could have resulted in pump stop events while connected to a grounded power source, the evaluation of vad-17000 did not reveal driveline damage that would have contributed to the pump stops and low speed events observed in the submitted log file while connected to battery power. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and arterial thromboembolism as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years & 7 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was sent from clinic with severe abdominal pain and found to have a splenic infarct on computer tomography, with concerns for thrombus from lvad as source of emboli. Patient has a history of short-to-shield and has refused repair, as well as a history of lvad thrombus in 2015. Upon vad interrogation, it appears that patient had a pump stop occurring at 00:58:48 while patient was on battery power. Per patient and registered nurse, patient was on battery power until 07:30 am and then placed on a non-grounded cable. An xray of the driveline, both internal and external were ordered and obtained. The log file captured a pump stops on (B)(6) 2019 while the patient was on battery power. It appears the percutaneous lead, short to shield has matured into a phase to phase short. With a phase to phase short the pump can stop on any power source as well as on a no ground patient cable. The reminder of the log file is unremarkable. The attached x-rays appears to show what maybe a little wear & tear on the distal end of the percutaneous lead. Additional information as of (B)(6) 2019: tech service were on site and performed driveline repair. Were able to replaced 22 inches of the driveline. There were no immediate alarms after the repair. Excised portion of the driveline was shipped to burlington rpa for urgent analysis. Patient was stable at the time of the event. Time of pump stoppage around the time of transfer from emergency department to the floor, but per patient and registered nurse, patient remained on battery power until the morning, when patient was placed on non-grounded cable due to previous short-to-shield. There were no changes made to pump parameters. Patient has had multiple chest x rays , abdominal xrays and computer tomography scans of abdomen/pelvis while inpatient. Chest and abdominal xrays were obtained to assess driveline after pump stoppage on batteries occurred. Patient has no acute symptoms except chronic abdominal pain, which was reason for admission. Patient was transferred to cardiovascular intensive care unit for close monitoring. Plan of care included external driveline repair with plans for emergent pump exchange if repair unsuccessful. Additional information as of (B)(6) 2019: there was no definitive thrombus identified. Lactate dehydrogenase(ldh) and haptoglobin levels remained stable, with ldh trends below baseline. There were no signs of hemolysis. No further information provided.

Manufacturer narrative:
Section d10, h3: additional information. The driveline was returned to manufacturer on 16apr2019. The explanted pump was returned on 17jun2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to the short to shield condition not being resolved by the percutaneous lead repair.

Event description:
It was reported that the patient experienced pump stops on (B)(6) 2019, after the external percutaneous lead was repaired on (B)(6) 2019. The pump stops occurred while the patient was connected to battery power. It appears the external percutaneous lead repair did not resolve the problem of pump stops. There is not enough length of the percutaneous lead to perform a second repair.